Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and insulin pump was under delivering insulin and the blood glucose is high as 400 mg/dl. The customer's blood glucose at the time of incident was 400 mg/dl, current blood glucose is 396 mg/dl and customer's blood glucose while hospitalized was not provided. The cause of hospitalization was not provideed. The customer was hospitalized due high blood glucose level was unknown. Based on the customer's report customer alleged insulin pump was under delivering. The customer stated that the drive support cap was normal. The insulin pump will not be returned for analysis.